Manufacturer narrative:
The reported icy catheter leak was confirmed. A pinhole leak was observed at the middle of distal balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Blood had accumulated / dried up on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of distal balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 83937.

Event description:
As reported, the patient underwent cooling treatment using icy catheter. Approximately 10 minutes after insertion, the blood was noted on the cooling tubing and catheter leak was suspected. According to the reporter, the temperature management treatment was continued with surface cooling. No patient harm or consequences reported on this event.